Manufacturer narrative:
Devices were never sent out for use so therefore are not available for evaluation. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It has been reported that the patient was under anesthesia and the products needed for surgery didn't arrive to the hospital, so the procedure couldn't be performed. The patient will need another medical intervention.